Event description:
It was reported that the patient's ins and extension were removed due to infection. The lead remained implanted. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's infection was diagnosed on (B)(6)-2012. The infection was not meningitis. The symptoms were reported as redness, swelling and pain at the device pocket. A culture was obtained from the pocket and the organism cultured was (B)(6). Intravenous antibiotics were administered. The infection resolved. There were no known patient risk factors before implantation of the device. No further information was provided.

Manufacturer narrative:
Product ID, 7482a51 lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension product ID, 3389s-40, lot# va014qk, serial#, implanted: explanted: product type lead. (B)(4).